Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a small fiber was seen at the wound sight of the eye during a postoperative examination. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Additional information: the product lot number specific to this event is not known; therefore, lot history and device history record reviews are not possible. The sample was not returned for evaluation. The pack engineering number was not provided for this complaint; therefore, a review of the bill of materials for this pack could not be performed. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).